Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. It was not reported if the patient was hospitalized for the event. On the same day as the onset of peritonitis, the patient was treated with vancomycin injection (500mg, intraperitoneal, every fourth day, ongoing), amikacin injection (250mg, intraperitoneal, once daily, ongoing) and magamycin tablet (1gm, oral, once daily, ongoing). It was reported the retraining on the proper aseptic technique was pending. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.